Event description:
It was reported that insulin from the reservoir was leaking past the o-rings into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs and performed the manual prime and high-pressure tests per specifications, no leakage or air bubbles were observed on both of the o-rings. Checked o-rings for defects and none were found. The reservoirs operated within specifications, and the reservoirs were connected and locked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.